Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the doctor used chloraprep and placed power midline and was asking if the power midline had chlorhexidine. The doctor said the patient had symptoms of shock. No other information was provided. Additional information received 10/18/2023: two chloaraprep 3ml were used for skin prep. They were part of a pre made cvc line insertion pack. The powermidline was inserted for difficult IV access and blood sampling. PICC was flushed with saline at this point patient reported he felt unwell. Patient was bright red. He became unwell before application of statlock PICC plus and chlorhexidine gel patch. Patient is recovering and is being monitored in intensive care.

Event description:
It was reported the doctor used chloraprep and placed power midline and was asking if the power midline had chlorhexidine. The doctor said the patient had symptoms of shock. No other information was provided. Additional information received 10/18/2023: two chloaraprep 3ml were used for skin prep. They were part of a pre made cvc line insertion pack. The powermidline was inserted for difficult IV access and blood sampling. PICC was flushed with saline at this point patient reported he felt unwell. Patient was bright red. He became unwell before application of statlock PICC plus and chlorhexidine gel patch. Patient is recovering and is being monitored in intensive care.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence however additional information was provided and it was determined that a reportable event had not occurred.

Event description:
It was reported the doctor used chloraprep and placed power midline and was asking if the power midline had chlorhexidine. The doctor said the patient had symptoms of shock. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.